Manufacturer narrative:
Device not returned.

Event description:
It was reported that the luer lock connection was not straight and loose. Reportedly, the luer lock connection was tightened. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Tandem technical support guided the customer through priming the air bubbles out. Customer's blood glucose was 316 mg/dl.